Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a damaged conductor wire. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the issue was noticed after central processing, ce noticed it when are inspecting and lubricating. Instruments are inspected for damage prior to reprocessing. During the last surgery, the instrument was inspected prior to use and they did not notice damage out of the ordinary. There was no loss of cautery. Nothing fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. For clarification, the conductor wire within the grip hub was preventing full articulation at the distal tip. The complaint regarding a damaged conductor wire was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact.

Event description:
Refer to h11 for follow-up information.